Manufacturer narrative:
Results: evaluation of the returned unit confirmed the nurse call light does not come on at the nurse call test fixture when it is alarming. The nurse call receptacle moves when plugging in the nurse call cable but there is no visible damage to the outside of nurse call receptacle. The unit powers up and passes all other functional tests. The led lens has been pushed into the case and the aqualert water indicator label shows moisture exposure. (B)(4).

Event description:
Customer reported the alarm is not sending a signal to the nurse call station after weight is removed from the sensor. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.